Event description:
The IV tubing kept collapsing and did not deliver the medication, but the IV pump did not alarm. The nurse was able to prime the tubing, but the pump still did not deliver the requested volume, and still did not alarm. When new tubing was installed, the unit delivered the requested volume. There was no patient harm as a result of this failure. The biomedical assessment confirmed the problem when using the tubing set from the occurrence. It was found that the tubing was partially occluded in the pump chamber, could not be primed, and could not deliver the set volume. However, the unit did not alarm. The devices and the tubing set were sent to cardinal health customer advocacy for further evaluation.